Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found separated from the jaw exposing metal. Charred marks were found on the teflon pad. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. A short circuit error was displayed on the generator. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a laparoscopic sleeve gastrectomy procedure the teflon plate burned off. Furthermore, olympus was informed that it¿s unknown if metal was exposed on the jaw of the device or if any device fragment fell inside the patient. The event occurred while the doctor was using cut/seal function of the device towards the beginning of the procedure. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using another thunderbeat device. No patient injury was reported.